Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that a pusher wire, introducer sheath and main coil were returned for this complaint. The coil and pusher wire arms were not interlocked within introducer sheath. An important amount of blood was noticed inside introducer sheath, no damages were found. The coil was inspected, and it was found kinked and severely stretched. The pusher wire was inspected, it was kinked. The zap tip of the coil is broken, it seems to be only the half of it still attached to the coil. No more damages were found in the returned device. The pusher wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck, it was necessary to cut the introducer sheath in order to release the main coil. Microscopic inspection of the pusher wire revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Microscopic inspection of the main coil revealed that the zap tip was damaged (it seems to be broken). The interlocking arm was inspected, and it was detached. Dimensional inspection of the pusher wire and main coil revealed the components were within specification except the number of fiber bundles, which were only 11 out of 20. The fiber loss was due to coil's stretched condition.

Event description:
Reportable based on device analysis completed on 07oct2021. It was reported that resistance was felt in the dispenser. The target lesion was located in the moderately tortuous and non-calcified subclavian artery. A 10mm x 50cm interlock 2d was selected for use. During the procedure, it was noted that resistance was felt in the dispenser. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the interlocking arm was detached and there were missing fiber bundles.